Manufacturer narrative:
The patient in question had ethylene glycol poisoning. This could cause a falsely elevated lactate result.

Manufacturer narrative:
The patient had ethylene glycol poisoning. Ethylene glycol is know to metabolize to lactate, glycolic acid, and oxalic acid. Glycolic acid is a know interferent to for lactate on the b 221 analyzer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high lactate result for one patient from the cobas b 221<6>roche omni s6 system. The initial result was 13.81 mmol/l. The same patient was tested on the another cobas b 221 analyzer and the results were 5.26 and 5.44 mmol/l. A fluoride oxalate sample from the patient was tested on an 8000 c702 analyzer and the result was 6.5 mmol/l. There was no allegation of an adverse event. The recent qc and calibration results were successful on the analyzer. The analyzer had an mss contamination warning.